Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly did not detect the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review reveals two no cartridge detected warnings on the reported event date. The pump powers up and displays verify screen. The pump passed rewind step correctly, but the piston was unable to detect the cartridge upon the first load attempt, load step malfunction was duplicated. Force sensor calibration reading is below specifications. The pump was opened, and force sensor circuit was disassembled, contamination was found to the force sensor plate. The force sensor resistance is reading above the requirements. The display lens was found to be scratched.